Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Pt reported discomfort in ins pocket, and felt that the ins was mobile within it. The patient had two adaptors connected to a paddle lead and an ins. Excess leads and both adaptors were coiled behind in the ins pocket, and hcp decided to select a new ins pocket site approximately 15 cm superior to the existing ins site, and to tunnel both adaptors to the new site, to avoid any excess lead or adaptor coiling, and provide a snug new pocket for the ins. This was accomplished without issue, and connectivity test showed good connections when the leads and adaptors were reconnected with the ins.